Event description:
In 2009, the pt called for assistance in adjusting his basal rates which he successfully did. He stated his blood glucose tonight at 10pm was 293 mg/dl. He treated his reading by taking 10 units of insulin and his reading decreased to 209 mg/dl. Troubleshooting did not find any product issues. A request for additional training was submitted. The pt told the trainer he has been using his insulin infusion device for about 6 weeks now and his blood glucose readings have run from around 170 mg/dl to over 300 mg/dl. At about 4 days later, the pt stated his blood glucose readings are starting to come down. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.